Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the transmitter¿s light did not blink when connected to a sensor. They removed the sensor and noticed that the cannula was not in the sensor. The customer¿s blood glucose during the incident was 182 mg/dl. The sensor will not be returned for analysis.